Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by faulty micro-switches latches. The field service engineer cleaned and greased the micro-switch latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a drawer failure, unable to be open. The customer reported that the issue occurred when dispensing medications to the patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.